Manufacturer narrative:
Pt info not available as no pt was present in this concern. Medtronic rep manually changed the orientation of the exam so issues would be resolved.

Event description:
Medtronic rep called in from the site to ask how to flip exams left/right on the system in the dicom settings file. No pt was present as this did not occur during surgery.